Event description:
Complainant alleged that during biomed testing the device displayed "defib disabled", "fault 37" and "defib fault 80" messages. Complainant indicated that there was no patient involvement in the reported malfunction.